Manufacturer narrative:
On (B)(6)2021, biosense webster inc. Received additional information indicating the patient was an 80-year-old-female. This adverse event discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was procedure related. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30495045m number, and no internal action related to the complaint was found during the review. (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal supraventricular tachycardia ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered atrioventricular (av) heart block requiring surgical intervention (pacemaker implantation). During the case, the slow pathway was anatomically ablated for nodal reentrant tachycardia (nrt) treatment. A single beat av block occurred immediately after ablation, but ablation was continued at the physician's discretion. After ablation, there was no problem with sinus rhythm, but 1 minute later, av block and escape contraction of ventricle occurred. Reminder of the procedure was aborted. A temporary pacemaker was implanted, and the patient was followed up with external temporary pacing. There¿s no report of prolonged hospitalization. Patient¿s outcome is unknown. The physician commented that because the distance of his was 2 cm, the v side was burned and that might have been the cause of the issue. No bwi product malfunctions were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available, it will be reviewed and processed accordingly.